Event description:
Related manufacturer report number: 3006705815-2022-18185. It was reported that the patient was experiencing high impedances, and it was later discovered that the leads were fractured. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Conclusion statement-02: the reported event of lead revision due to high impedance was confirmed. As received, the octrode lead had all its internal wires broken approximately 45.5 cm from the stimulation end. That would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.